Event description:
It was reported that pump experienced malfunction alarm with code 12, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer began resetting pump before calling, then planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged shipment of replacement pump.